Event description:
It was reported that the patient had 2 batteries giving error messages while in the battery charger and the batteries were replaced. Related MFR. Report # 2916596-2024-01923.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the 14-volt battery displaying a red light status on a universal battery charge (ubc) and having a low runtime were both confirmed. Upon arrival, the returned 14-volt battery (serial number (B)(6)) displayed a red light when placed within a test ubc. The battery also operated alongside a mock loop with a test system controller, and the controller alarmed with a low voltage hazard, indicating that the battery would not be able to provide power for an extended period. Troubleshooting was performed, which included a charge/discharge cycle of the battery, battery calibration, and circuit analysis of the battery. Electrical measurements revealed that one of the battery¿s components connected to its voltage regulation and main microprocessor was damaged, and damage to this component would have caused the reported events to occur. The root cause of the reported events was determined to have been component damage on the battery¿s printed circuit board; however, the root cause of this damage was unable to be conclusively determined. Device history records (DHR) for the 14-volt battery reside with the original equipment manufacturer (OEM). However, the 14-volt battery was observed to have passed all initial manufacturing testing per the greatbatch manufacturing datasheet. The heartmate 3 patient handbook (rev. D) instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.